Manufacturer narrative:
The reported "high impedance" issue was not confirmed. Analysis of the returned ipg found it had no physical anomalies, communicated with all lab utilities, and it passed all functional testing on the automated test equipment, which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation. The report of ipg movement in the pocket was not device related. The issue was addressed by the surgeon who created a new pocket site and implanted the new ipg at the new site. It is unknown if this resolved the issue.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
It was reported the patients ipg is migrating in the pocket site. Surgical intervention was undertaken wherein the ipg was explanted and replaced in a new pocket to address the issue.